Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview 6 pro stopped working. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Internal complaint number: tw #(B)(4). Autonumber : # (B)(4). The vasoview 6 pro device was returned to the factory for evaluation. Signs of clinical use and evidence of blood were observed. A visual inspection was conducted. Evidence blood were observed on the proximal tip, bisector blade, and harvesting handle. It was observed that the c-ring and the scope wash tubing was missing from the device. The insufflation tube could be detected within the cannula. The missing c-ring and the scope wash tubing was were returned. The c-ring was completely intact. No other failures were observed. A electrical evaluation was conducted. A pre-cautery test was performed and repeated 10 times over a 10 minute period according to the procedure in the instructions for use. The device passed the pre-cautery test with a reference generator (recommended setting of 18) and reference bipolar cord. (ID (B)(4); due 9-jun-2018). The bipolar cord connection was manipulated during activation. The device remained active and no intermittent continuity was observed. The device produced steam and the saline was observed to ¿boil¿ on the test gauze each time. We were unable to reproduce the reported failure in our testing. Based on the results of the evaluation, the reported failure "failure to deliver energy" was not confirmed but was confirmed for analyzed failure "detachment of device or device component".

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview 6 pro stopped working. A replacement device was used to complete the procedure. The hospital did not report any patient effects.